Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that recurrent call service alarms had been occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following results:a review of the black box showed no call service alarms. The pump was exercised for 24 hours with no alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.